Event description:
07/30/2002 - patient underwent a roux-en-y laparoscopic bariatric procedure. 2002 - leak discovered, patient taken back to surgery, leak was repaired. 08/2002 - patient transferred to another facility for possible hemodialysis. 2002 - patient expired.